Manufacturer narrative:
The device manufacture date was unknown; therefore, UDI: (B)(4). The manufacturing location is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the customer's reported condition that the hand control on the device had no power was not confirmed. However, during evaluation, it was determined that the device continuously ran when plugged into the cable and failed pretest for the check function and direction of rotation. Furthermore, it was determined that there was an internal short in the contact housing circuit causing the handpiece not to function. It was determined that the cause for the internal short was not determined; however, it was determined that this was consistent with improper handling/cleaning, which is user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, the electric pen drive device hand control had no power. During in-house engineering evaluation, it was determined that the device ran continuously when plugged into the cable that it failed the check function and direction of rotation at pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.